Manufacturer narrative:
Dtba1d1 ICD implanted, (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with palpitations. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.